Event description:
Arthritis of right knee [arthritis]. Joint effusion. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6), with gonarthrosis of both knees. The patient's medical history was significant for previous medical device implantation with synvisc injections into both knees ((B)(6) 2012). On (B)(6) 2012, the patient initiated treatment with synvisc (hylan gf-20) injection into both knees (dosage regimen and route not provided). The batch lot number of synvisc was not provided. On an unspecified date in (B)(6) 2012, the patient received second synvisc injection. On (B)(6) 2012, third synvisc injection was administered into both knees and the same day, arthritis developed only in right knee. It was reported that on (B)(6) 2012, the event alleviated. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as definite. Follow up information was received on (B)(6) 2012, which upgraded the case to serious (since the patient underwent intra-articular lavage), from a physician regarding event, treatment details and clinical course. The patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml, once per week. On (B)(6) 2012, second synvisc injection of the course was administered. On (B)(6) 2012, the patient visited the clinic and 130 cc of opacified, joint fluid was aspirated through arthrocentesis and the patient also underwent intra-articular lavage with lidocaine at a dose of 20 cc. The same day, the patient initiated treatment with cefalexin capsules, twice a day for three days. The outcome for the event of joint effusion was not provided. The intensity for the event of joint effusion was not provided. The reporting physician did not provide the relationship between synvisc and the event of joint effusion.

Manufacturer narrative:
Follow up information was received on (B)(4) 2012, in the form of qa (investigational results). Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.